Event description:
It was reported that infusion set patch did not stick to skin upon insertion resulted in high blood glucose and treated by correction injection via mdi event on (B)(6) 2026.

Manufacturer narrative:
. Name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.